Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for discoloration of the tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to discoloration was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for discoloration of the tube with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and discoloration of the tube was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that foreign matter occurred with a mayoly spindler tube vacu pet. The following information was provided by the initial reporter, "presence of a defective sampling tube to (violet label): black marks inside the tube (cf photos)."